Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned, and an evaluation was completed. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in sheath of the accessory and electrified without contacting electrode of an endo therapy accessory with mucosa. As a result, the distal end was burnt. However, a definitive root cause could not be determined. 1. Instructions for use (IFU) provides the following warnings for high-frequency cauterization in operation manual below: chapter 4.3 "using endo therapy accessories". ¿ "always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur." 2. IFU provides the following warnings for laser cauterization below: ¿ "to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. Additional findings were leak on bending section cover glue; crack inside plastic distal end cover; burnt around light guide lens; hole cut in bending section cover; bending section cover glue was cracked; objective lens had cement peeling; there was low angulation; and the control knob movement had noise. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that evis exera ii bronchovideoscope had air/water leakage from the distal end and a hole in distal tip marked with red tape. The event occurred during reprocessing. There was no patient harm associated with the event.